Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - ventricular nst<=210 ms average v-cycle on (B)(6) 2011 in the timeframe between 07:33:41 and 07:35:28.

Event description:
It was noted the patient died within approximately 6 months of device system implant. The cause of death has been requested and not received.

Event description:
Asku

Event description:
It was noted the patient died within approximately 6 months of device system implant. Follow up revealed that per the death certificate, the cause of death was cardiopulmonary arrest, due to congestive heart failure due to dilated cardiomyopathy. No autopsy was done.

Event description:
It was noted the patient died within approximately 6 months of device system implant. Follow up revealed that per the death certificate, the cause of death was cardiopulmonary arrest, due to congestive heart failure due to dilated cardiomyopathy. No autopsy was done. Further reported the manner of death was natural.